Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The reported symptom of "needs direction of flow sticker put on" was confirmed and reproduced through observation. The direction of flow label was replaced.

Event description:
It was reported that a spectrum pump was missing its "direction of flow sticker". It was also reported there was no patient involvement.